Event description:
The initial complaint was reviewed and found not reportable. The driving cap was broken and remained in the insertion handle, but there was no product issue reported with the insertion handle itself.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. The driving cap was broken and remained in the insertion handle, but there was no product issue reported with the insertion handle itself. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the driving cap was broke off inside the radiolucent insertion handle during the sterilization process. It was noted also that a femoral recon nail (frn) was used and everything went fine. There was no patient or procedure involvement. Concomitant device reported: unknown femoral recon nail (part # unknown, lot # unknown, quantity 1). This report is for one (1) radiolucent insertion handle. This is report 2 of 2 for complaint (B)(4).